Event description:
A customer contacted baxter's technical service center regarding a home choice (hc). The home patient (hp) was changing therapy on his own. The hp had already changed the fill volume he said and the therapy time. The hp wanted to make more changes. The technical services representative (tsr) explained that this is a prescription and should only be done by his clinic. Product surveillance contacted the nurse on (B)(6) 2011 regarding the changes to the therapy. Per the pd rn, she was not aware that any changes were made and she had not talked to the hp. The pd rn stated the hp was out of town, however, he only uses the cycler a few days a week and has very good residuals. The pd rn stated she will follow up with him when he returns. No patient injury or medical intervention was reported. No further information was available.

Manufacturer narrative:
(B)(4). The cause for the reported issue of home patient changing therapy settings was determined to be misuse. A labeing review was performed and found labeling to be adequate for the user error identified in this report. A service history review revealed no issues related to the reported issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a sample evaluation will not be conducted.